Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. During the procedure, the patient's implantable cardioverter defibrillator was found to have crosstalk, which had led to inhibition of pacing. The inhibition of pacing was confirmed with a surface electrocardiogram. Corrective programming changes were made. The patient was stable throughout and no additional symptoms were reported.